Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a total knee arthroplasty procedure, the blade started to smoke and broke at the tip. An x-ray was performed to make sure all metal shads had been removed from the bone. A surgical delay of 20 mins was reported. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a total knee arthroplasty procedure, the blade started to smoke and broke at the tip. An x-ray was performed to make sure all metal shads had been removed from the bone. A surgical delay of 20 mins was reported. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.